Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were found to be stretched, and blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation was breached cut, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and exhibited apparent explant damage.

Event description:
It was reported that shortly after implant, the lead dislodged. It was not possible to reposition the lead due to the patient's anatomy, therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.